Event description:
It was reported that a patient¿s articular surface was revised due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4) g2- australia. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. The report will be submitted under MFR 3007963827.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. The report will be submitted under MFR 3007963827.